Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. Sample mix-up. Differences in technology. Device code was updated to non reproducible results.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation. Facility name truncated due to character limit : (B)(6).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from austria alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (influenza a/b negative). The same sample was retested on the same and another cobas liat analyzers; both generated a negative result for sars-cov-2 (influenza a/b negative). The same sample was also retested on another pcr device (details unknown) and was sars-cov-2 negative. The roche results were not reported. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.